Event description:
The following has been reported: biomed reported: serial number: (B)(6). Complaint: reload cassette, patient involvement: no, active infusion: no. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a set ID failure. During initial testing, the pump was unable to recognize cassettes. An internal inspection was performed and no physical damage could be identified on the set ID nor was other damage identified.